Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, on the day of the event the patient experienced a hypoglycemic event and was unconscious for about 30 to 45 minutes. The patient would have gotten a low alert at some point around the loss of consciousness but had lost consciousness before she was able to react to this. The patient was woken up by her husband who was alerted by the alarms of the pump. The patient was given dextrose sugar and did not need to be brought to the hospital after the treatment at home. No cgm nor blood glucose reading was reported from the event, but the patient gave an example of an inaccuracy that was experienced with the same sensor, during a different time, the cgm was reading 13.0 mmol/l and the blood glucose reading was 4.0 mmol/l. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was tired and still shocked from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.